Manufacturer narrative:
Concomitant medical products: 500ml b.braun bag eva mixing mix hyeralimentation, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a hyperalimentation 250ml in a 500ml bag infusing via a pump at a rate of 3.2mls/hr through the patient's PICC line, the tubing separated and leaked below the first air filter and the port above the pump. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the proximal smartsite inlet port below the check valve. Examination under magnification showed that the inside diameter of the smartsite outlet port had insufficient solvent applied. Functional and dimensional testing was deemed unnecessary due to the separation. Fluid was leaking from the separation. The root cause was identified as a manufacturing issue of insufficient solvent being applied at the junction of the pvc tubing and the valve inlet port.